Manufacturer narrative:
Na.

Event description:
The initial reporter received questionable elecsys troponin t hs stat result from one patient sample tested on the cobas e411 rack with serial number: (B)(6). The initial result was reported to the patient. The initial result did not match the patient's diagnosis which prompted the rerun of the patient sample. On (B)(6) 2023 at 11:24 pm, the initial result was 0.082 ng/ml with a data flag. On (B)(6) 2023 at 1:39 am, the repeat result was 0.012 ng/ml.

Manufacturer narrative:
The investigation reviewed the calibration data performed on 05-may-2023; the calibration was within specifications. The calibration data do not point to a general reagent or instrument problem. The investigation reviewed the customer's sample handling conditions and noted that the patient sample tube was centrifuged for 3 minutes at 3000 rpm. According to the customer, this instrument and setting are used for patients with a suspected acute myocardial infarction (ami) only. The recommended centrifugation conditions from the tube supplier are 1300 - 2000 x g for 10 minutes or 3000 x g for 5 minutes. The investigation reviewed the alarm trace for 08-may-2023 and no issues were found. Some sample clot alarms were noted outside the date of the event. The investigation determined the event was due to a preanalytic issue at the customer site (shortened centrifugation conditions; sample treatment). Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.